Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as onset of the peritonitis. The patient was treated with cefacidal and fortum intraperitoneally for 4 days, and orbenine orally (dose and frequency not reported) for the event. Nine days after hospitalization, the patient was discharged and was reported to be recovered from the peritonitis event. One day after discharge, the patient was treated with vancomycin (1 gram intraperitoneally, frequency not reported). Vancomycin dose was repeated three days after the onset of vancomycin therapy. It was reported that twenty seven days after discharge, the patient was hospitalized for cloudy effluent. The cause of the cloudy effluent was unknown. The patient was diagnosed with aseptic peritonitis. The patient was treated with cefacidal and fortum (doses, frequencies and routes not reported) for the sterile peritonitis. Nineteen days after the onset of the sterile peritonitis, the patient was diagnosed with recurrent sterile peritonitis manifested by cloudy effluent and inflammatory syndrome. The patient was not hospitalized for the recurrent event. At the time of this report, the patient was not recovered from the peritonitis event. Additional information was requested but is not available. Physioneal therapy was ongoing. This is report 3 of 4 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).